Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device speaker requires replacement. The customer is requesting that the device be returned for bench repair. The customer reported that the device was in clinical use at the time the speaker issue was observed. No adverse patient impact was reported.